Event description:
The customer reported that after activation, some bleeding was observed although an end tone, indicating a completed seal cycle, was heard. Another device was opened to complete the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.